Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). Device evaluated by MFR.: promus element plus mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed damage from the mid-section to the distal end of the stent with struts stretched over the distal markerband. The remainder of the stent was undamaged. The outer diameter of the undamaged crimped stent was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. There were no issues advancing the device over a 0.014¿ guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on additional information received on 20apr2018. It was reported that tracking difficulty was encountered. The target lesion was located in the left anterior descending artery. A 3.00x24mm promus element¿ plus stent was advanced to treat the target lesion. However, the device failed to track over the wire as the distal part of the wire lumen was little uneven. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, additional information received confirmed that the stent was damaged upon tracking over the wire.